Event description:
The customer reported via phone call indicating that the insulin pump alarm power loss. Customer's blood glucose was unknown. The customer was advised that device would be replaced due to change out of battery multiples times. The customer insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected power lost alarm noted. The sleep currents were within specification. The pump passed the self test and displacement test. The pump was received with a cracked reservoir tube lip, a scratched case and a severely scratched lcd window.